Event description:
Reportedly, the staple line placed at the middle lobe of the lung did not hold and dehiscence of the tissue occurred. Therefore, the procedure was converted to an open procedure to control the bleeding by using a powered 60-3.5mm instrument to regain hemostasis. As a result, the pt lost approximately 1000 cc of blood. Procedure: vats wedge resection/partial lobe resection. Pt status: unk.